Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. B5 - describe event or problem: updated with additional information. C2/d10 - concomitant product/therapy: updated with additional information.

Event description:
It was reported that removal difficulty occurred with the device. A 2.4mm jetstream xc device was selected for a popliteal angiogram to treat a superficial femoral artery (sfa) thrombus occlusion. During the procedure, several passes were made with jetstream without issue. When removing the jetstream device, difficulty was encountered when removing it over the wire. The device was fully removed from the guidewire, and another attempt was made to put the jetstream back on the guidewire and into the patient. The device could not be reloaded onto the guidewire beyond 1cm. The procedure was completed with a different device of the same model. There were no patient complications as a result of this event. It was further reported that a boston scientific thruway guidewire was the guidewire involved in this event. In addition, the 100% stenosed target lesion was severely calcified, and moderately tortuous.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that removal difficulty occurred with the device. A 2.4mm jetstream? Xc device was selected for a popliteal angiogram to treat a superficial femoral artery (sfa) thrombus occlusion. During the procedure, several passes were made with jetstream without issue. When removing the jetstream device, difficulty was encountered when removing it over the wire. The device was fully removed from the guidewire, and another attempt was made to put the jetstream back on the guidewire and into the patient. The device could not be reloaded onto the guidewire beyond 1cm. The procedure was completed with a different device of the same model. There were no patient complications as a result of this event.